Event description:
The patient was undergoing a bronchoscopy and lung biopsy with a plan to possibly perform a lobectomy if the biopsy was positive for a malignancy. After the biopsy results came back positive, the surgeon attempted to perform a lobectomy using the video assisted technology. However, the surgeon began clipping off a branch of the pa using the 5mm endo clip applier. After placing 4 clips across the vessel, he cut between the clips. Subsequently, the clips failed and the vessel began bleeding. Attempts to stave off the bleeding using surgical, pressure and clamping failed. Of the four clips, two had fallen off and it was noted that there was incomplete closure across the length of the clip. A mini thoracotomy was performed to complete the lobectomy and the patient's surgery was completed without any further complications.we have had repeated problems with the clip appliers.